Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed the spo2 finger probe attached to the philips x3 was not reading at all when attached to the ox sim. The fse replaced the probe with a spare probe from the hospital staff and attached the replacement finger probe to the x3 and placed on the ox sim. 5 seconds later a reading was seen on the monitor. The fse changed the settings to confirm the system was reading within specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6).

Event description:
The customer reported that every time when they replace the ip34 probe, there is a slight initial saturation wave and then drops out and they see a flat line. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.